Event description:
User received an erroneous ck-mb result for one patient sample. Initial result gave 4.05 ng per ml. The sample was repeated with dilution giving 32.87 ng per ml. A second sample was tested with dilution giving 32.87 ng per ml, which was reported out. No erroneous results were reported.

Manufacturer narrative:
The field service representative was unable to determine a cause. He checked probes, mixing and washing; unable to find anything suspect. Precision and controls were run, and within specification. The customer reported no further events related to this issue.